Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. No device was received. Only device photos. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst-ndr: not applicable as the event is not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, cyst-ndr, lump/nodule-ndr.

Event description:
Healthcare professional reported a right side rupture, "fibroadenoma," and "solitary cysts." The events of "fibroadenoma," and "solitary cysts" are not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: lab photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst-ndr: not applicable as the event is not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Healthcare professional reported a right side rupture, "fibroadenoma," and "solitary cysts." The events of "fibroadenoma," and "solitary cysts" are not device related. Device has been explanted.